Event description:
During a teaching session of the product by the clinical nurse specialist, a power board warning appeared. The licox was plugged into a catheter, not in a patient's head. The clinical nurse specialist turned the device off and turned it back on during the teaching and it worked. Additional information was requested and on 02/23/2015, the following was provided: the clinical nurse specialist was teaching a critical care skills review and while she was going through the tabs and explaining the features, the power board message came up. It was not on a patient. The device was turned off and back on and the power board message went away.

Manufacturer narrative:
Integra completed its internal investigation on 06/08/2016. The investigation included. Review of complaint management database for similar complaints, results: a review of cam02 and lcx02 complaints was completed in trackwise since the same power board 72903997 is assembled into both monitors. The review was completed using the following key words "power board" in the search criteria. The review identified (B)(4) complaints for power board failure and verified the power board failure occurred during the initial power up of the monitor. The quantity of complaints over the 12 month period with the key word identified in the complaint review can therefore be calculated as (B)(4)% of procedure. Conclusion root cause cannot be completed since the product was not returned for eval despite communication attempts to the reporter and the facility to obtain the serial number of the lcx02 monitor and the return of the device for eval. Integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.